Manufacturer narrative:
A review of the device history record (DHR) was performed and found nothing relevant to the reported event. No similar complaints were found in this lot during visual analysis of the returned device, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. The guidewire exit port was lifted 1.0 mm long. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The two flaps of hub rotator were damaged but the catheter was able to connect to the motordrive unit properly. Imaging core wind up in the telescope assembly was observed, which could result in image loss, both unrelated to the reported event. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed. After implanting a stent, the physician introduced an intravascular ultrasound (ivus) catheter into the patient. Upon pull back, the catheter caught the distal edge of the implanted stent. The catheter was torqued and was able to be withdrawn from the patient successfully. The patient condition was reported as ¿good¿.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in sent.

Event description:
A percutaneous coronary intervention (pci) was performed. After implanting a stent, the physician introduced an intravascular ultrasound (ivus) catheter into the patient. Upon pull back, the catheter caught the distal edge of the implanted stent. The catheter was torqued and was able to be withdrawn from the patient successfully. The patient's condition was reported as ¿good¿.